Event description:
Additional information received indicates that the reported issue is now resolved and the patient reports no pocket pain post revision.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain and discomfort at the ipg site since implant. As such, surgical intervention took place on (B)(6) 2021 wherein the ipg was repositioned deeper in the same ipg pocket to address the issue. Reportedly, the patient feels more comfortable post operatively.